Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia with blood glucose readings of 38 mg/dl on both blood glucose meter and continuous glucose monitor, persisted for approximately 30 minutes, and increased to 47 mg/dl after four glucose tablets before returning to 81 mg/dl following troubleshooting and education. Symptoms included no reported clinical symptoms of hypoglycemia. Outcomes included resolution of the low glucose without emergency care or hospitalization. Investigation included user coaching on hypoglycemia management and confirmation of recovery to a normal glucose range. Investigation of this case revealed no device malfunction reported and an unclear cause for the hypoglycemic event. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.